Manufacturer narrative:
H10: the front bezel with the suspected navigation ring was returned to philips. The technician documented the following conclusion/root cause, "the product investigation lab has verified that the navigation (nav) ring located on the top right portion of the front bezel operates as expected. The navigation ring does pass testing on the preload tester. In addition to the previous, with the nav ring connected to the standard test bed (stb) during unit operation, the navigation ring provides a consistent increase and decrease of numerical setting choices in a linear fashion when used. Tech also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected. No problem found."

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1 contact office phone: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a navigation ring that was intermittent. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) was performing a preventative maintenance check on the device and reported that the v60 ventilator had a navigation ring that was intermittent. The se noted that the front bezel was replaced to resolve the issue.